Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Review of the event history log showed a cassette not attaching properly error. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor not working properly. As a result, the downstream occlusion sensor/seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump showed the cassette not properly attached error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.